Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. (B)(4) - advancing against resistance. It is indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the device instructions for use states, should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returned for analysis, however, the device was received at a later date. The reported shaft separation was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that resistance was felt when the xience prime (3.0 x 28 mm) was advanced to the heavily tortuous and moderately calcified right coronary artery (rca). Reportedly, the resistance was caused by the sharp angles in the vessel. An unspecified buddy wire was advanced using a higher push to get the device through the vessel, when suddenly the xience prime shaft separated proximally above the skin level. The distal part of the xience prime shaft was removed by hand without any resistance. Another xience prime (3.0 x 28 mm) crossed successfully without changing anything or another round of predilatation. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.